Event description:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be depressed and the plug could not be released. The device was withdrawn and replaced by compression for hemostasis. There was no reported patient injury. The indicator window had changed color to all black. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be depressed and the plug could not be released. The device was withdrawn and replaced by compression for hemostasis. There was no reported patient injury. The indicator window had changed color to all black. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18401542 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ could not be evaluated because the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.